Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device analysis: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 4th stent wrap with struts raised. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a severely calcified lesion, located in the proximal left anterior descending artery, exhibiting 80% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that the stent could not pass through the lesion. Procedure was complete using another medtronic stent. It was informed that the event was due to use of the device in difficult lesion morphology. Patient status post-procedure is alive with no injury. Stent deformation confirmed from device analysis.